Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that customer received excessive no delivery alarms even after changing sets and site. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer was advised that sample products would be sent.